Event description:
The customer reported that the system displayed an invalid input error message. This occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The vortex display adapter board was replaced. The system was tested and operates as intended.